Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl resulting in the customer visiting the emergency room (ER). Bg cause was not known. Customer consumed carbohydrates to attempt to self address bg. During ER visit the customer was treated with glucose tablets, food, and underwent lab work which reportedly resolved the issues. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released from the ER on (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
Device evaluation results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.